Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient(age & gender unknown) the device displayed a "poor pad contact" message and failed to display the ECG rhythm. The electrode pads were changed and the device then displayed a "poor pad contact" message. The user pressed on to the anterior electrode pad and the device then displayed the ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.